Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously elevated troponin (access accutni) results, within the risk stratification range and above acute myocardial infarction threshold, were generated by unicel dxc 600i synchron access clinical system for three (3) patients. The results were reported out of the laboratory and questioned by the physician. Repeat testing performed on the same and on an alternate instrument produced results within the normal reference range for all three patients. There was no report of death or injury and the customer did not report impact to patients or users attributed or connected to this event. Service was dispatched on (B)(4) 2012 and the bec field service engineer (fse) found an aspirate probe was partially obstructed, and replaced all the aspirate probes. After priming, the fse observed bubbles in the wash pump. The fse cleaned the wash valve and replaced the wash pump seal. The fse performed a high sensitivity system check and verified that the customer's qc was within the laboratory's established limits. The instrument was verified as performing to the published performance specifications.